Event description:
Dealer alleged that the drive wheel fell off and the chair tipped over while the end user was driving through an intersection. The end user fell out of the chair but no injuries were reported.